Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. The customer¿s blood glucose level remained within normal range. Initially, the customer was unable to reset the pump due to the absence of a charger, but later managed to reset it independently, resolving the issue as no malfunction code reappeared. Technical support advised the customer to continue using the pump and to call back if the issue recurred, which the customer acknowledged.